Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and nine months following the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve, transthoracic echocardiogram (tte) showed a mean gradient of 33 millimeters of mercury (mmhg) with a dimensionless index (di) of 0.25. Approximately three weeks later, transesophageal echocardiogram (tee) showed moderate aortic stenosis with a mean gradient of 30mmhg with a doppler velocity index (dvi) of 0.27. No evidence of thrombus or leaflet thickening or anatomical factors were identified. Seven years, eleven months and ten days following the implant of the valve, a transcatheter aortic valve replacement (tavr) occurred due to severe aortic stenosis. A second non-medtronic 26mm transcatheter bioprosthetic valve, was implanted valve-in-valve and resolved the stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
H6 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that while the patient was hospitalized for heart failure, and two days prior to the previously reported valve-in-valve revision, acute kidney injury (aki) developed. A diuretic drip was started. The physician indicated the aki was related to the valve and contributed to the hospitalization. The day following the valve-in-valve revision the patient experienced a headache along the right temple and behind the eye. Visual disturbance in the left eye but denied other neurological complaints. A computed tomography (CT) scan of the head showed a ¿large¿ right middle cerebral artery stroke. The initial national institute of health score was 4. The physician indicated the stroke was unrelated to the procedure or the valve. The exact etiology of the stroke was not noted. As reported, there were no patient related factors that contributed to the stroke. No new medications initiated as result of the stroke, no treatment reported. The aki resolved 10 days following the valve-in-valve revision.